Event description:
It was initially reported that the patient had an increase in seizures, unknown if above or below baseline or related to vns. The physician adjusted the patient's setting to see if that helped with the increase in seizures. There were no medication changes made in the year prior to the increase in seizures. Good faith attempts for additional information have been unsuccessful to date.